Event description:
It was reported that during an implant attempt, the stylet was stuck inside the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during an implant attempt, the stylet was stuck inside the lead. Another lead was implanted. No patient complications have been reported as a result of this event.